Event description:
On (B)(4) 2013 I received a call from (B)(6) - she stated that a male pt was treated with an me220 (muscle stimulator) on three different occasions ((B)(6) 2012). Allegedly upon the third visit ((B)(6) 2012) it was noticed that the pt had a small (3rd degree) burn - about the size of a cigarette on his back (he was being treated for back injuries due to an automobile accident). There are no pictures of alleged burn. The pt left the office and nothing more happened - until now, almost one year later, when the pt has now obtained a lawyer and is allegedly filing a lawsuit against (B)(6). Since the alleged incident, (B)(6)has continued to use said device and has had no issues. Upon notification of the lawsuit, mettler instructed (B)(6) to submit the device to mettler for investigation - thus the device was received at mettler on (B)(4) 2013.